Manufacturer narrative:
During the investigation by agfa and the supplier, the system was inspected. The root cause has been determined. The local service engineer did not install the resistive arrestor to the system. Agfa service installed the resistive arrestor. The unit is now working as intended and no further events have been reported. There has been no reported patient harm for this event. In addition, agfa inspected all installed dx-d 100 systems in UK and confirmed the arrestor is installed for these systems.

Event description:
This supplement report #1 is being submitted to provide the root cause and actions taken.

Event description:
A customer in the united kingdom reported to agfa an event of unintended movement of their dx-d 100 system. The customer reported the dx-d 100 system was being returned to a facility department on a flat corridor, and when letting go of the handle, the system continued to move forward. The radiologist turned off the system and the system was removed from service. Investigation is underway and a supplemental report will be provided. There has been no reported harm to patient or user during these events.